Event description:
Stelo constant glucose monitors failed to start. Contacted manufacturer about receiving replacement devices. Was denied replacement devices. Ref reports: mw5172985, mw5172987. Pt code: 4582. Device code: 2906.